Event description:
I have many complaints about the fasciablaster. (It is not bpa free and has caused hormonal issues and problems with my period) but my biggest pain related complaint is as follows: in (B)(6) 2016, I was rear ended, my second rear end in 1.5 years and I was trying to do a more natural approach to treatment than I had done previously. I hadn't seen my pain management dr in several months, but after the rear end I was absolutely in terrible pain again with my neck and back. Cervical and lumbar MRI's were ordered and both showed herniated disc which I hadn't had before. Because of the herniated discs, my chiropractor wouldn't touch me, so I asked him to refer to me to an lmt who did fasciology after explaining what it was. He said it might or might not help but we could try it. He also sent me with my MRI reports to give to the lmt, so she would know where not to go hard or to touch. The lmt I chose was touted by (B)(4) as well as the lmt, as (B)(4) personal lmt who blasted her, so I chose her for her "expertise." From the get go, every session was more and more painful. I asked her read the MRI reports and told her about my herniated disc but she didn't listen. She also used the pokey end of the mini 2 on and near my spine, as well as near the swelling which started up with the first session. I had to tell her to stop working in those areas multiple times. (There is an (B)(4) video on (B)(6), showing how to do this very procedure). This made me frustrated because I'd paid her (B)(6) for the package to begin with. On top of that, by the 3-5th sessions, I had a huge swelling under one butt cheek, and it was causing pinched nerves near the herniated discs (my dr later said this was inflammation from the discs that had drained down into that area.) About that time I started having a hard time walking upright without great pain because of the pinched nerves and I missed several days of work. I had to return to the pain management doctor and couldn't get in until (B)(6). I basically used ice and a tennis ball to help break up the swelling, although abit of it is still there today. When I told my doctor what happened, he told me, under no uncertain terms, to ever use the fasciablaster again and that an lmt should not be using such a tool. He also scheduled me for an asap root nerve block in my lumbar area because he said that because of all of the swelling that things could get significantly worse if he didn't do something right away, he was surprised I was walking upright at that point. I trust dr. (B)(6) ((B)(6)) because he got me well after my first rear-end car accident, so I followed his directions. Since (B)(6), I've had multiple root nerve blocks on my lumbar and cervical area and I am still scheduled for more procedures. (B)(4) is the one who created the fasciablaster and then touted this lmt as her very own and top of the line. I found out later that (B)(4) had other complaints about her, but (B)(4) still has her up on her website with a recommendation.